Manufacturer narrative:
The date of event was approximated as (B)(6) 2017. It was reported that the patient was hospitalized in (B)(6) 2017. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized in (B)(6) 2017 with gastrointestinal (gi) bleeding. The patient required blood transfusions and underwent cautery for arteriovenous malformations (avm's). The site of the avm's in the gi tract was not provided. The patient was discharged on an unspecified date.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.